Event description:
It was reported that this inflatable penile prosthesis (ipp) presented inflation issues due to a fluid loss in the reservoir. The ipp was explanted. There were no patient complications reported.